Event description:
Related manufacturer reference number: 2017865-2022-14593. It was reported that there was far r-wave oversensing and inappropriate mode switch on the atrial lead and the implantable cardioverter defibrillator (ICD). Programming changes were performed to address the issue. The patient condition was stable.